Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2009-03310 for a description of the first device. It was reported to boston scientific corp that during a procedure using a capio open access suture capturing device with an uphold vaginal support system, the needle detached from one of the uphold mesh legs and was caught inside the capio device. The procedure was completed with another uphold device, with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The lot number of the device is unk; consequently, the MFR and expiration dates cannot be determined. The device has been rec'd, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).